Manufacturer narrative:
Per good faith effort (gfe) response received 17oct2024, the defective battery was in fact more than 5 years old based on the date of manufacturing as the date of manufacturing was 01jun2016. Therefore, the battery replacement was part of standard preventive maintenance. The replacement of the battery is aligned to the periodic maintenance procedure specified in the v60 service manual which indicates that the battery requires replacement every 5 years to ensure proper system performance.

Manufacturer narrative:
E1: reporting address postal:(B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 indicating that a 1124 "battery failed" alarm error occurred during periodic maintenance at the repair center. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. During periodic maintenance at the repair center, a 1124 "battery failed" alarm error occurred. Therefore, the lithium-ion battery was replaced, and the issue was resolved. Periodic maintenance was performed, and no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.